Event description:
It was reported to philips that the collimator shutters could not be moved. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was completed as planned, the operators worked without shutters. The philips field service engineer (fse) inspected the system on-site and found that the collimator shutters could not be moved. Upon troubleshooting, the fse found that the collimator power supply was damaged. To resolve the issue, the fse replaced the pdu sp (single phase power distribution unit). Camera testing was then conducted, and the camera has been put back into use. The defective spdu (single phase distribution unit) was returned to philips for failure analysis. The cause of the spdu failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the spdu by the field service engineer resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.